Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the suspension arm cover drop off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of manufacture date# field deem required. This is based on the internal evaluation. Previous manufacture date: 15-12-2017. Corrected manufacture date: 18-12-2017.

Event description:
Manufacturer's reference number ot 659456.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th of july, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the suspension arm cover drop off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 8th of july, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the suspension arm cover dropped off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. On 6th of august, 2022, getinge technician visited the customer to inspect the device at the customer location and subsequently was able to inform that the suspension arm cover - which had been initially considered as missing - was found well secured on the device. According to his statement, there was no sign of falling off as the cover had been correctly secured with a screw during the installation and there was no sign of tear or crack on the rubber. After having established this situation, the getinge technician engaged in dialogue with the customer, resulting in the getinge technician informing the customer¿s biomedical engineer of the fact that claimed cover was in place with no indication of falling off or being worn. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the suspension arm cover dropped off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. On 6th of august, 2022, getinge technician visited the customer to inspect the device at the customer location and subsequently was able to inform that the suspension arm cover - which had been initially considered as missing - was found well secured on the device. According to his statement, there was no sign of falling off as the cover had been correctly secured with a screw during the installation and there was no sign of tear or crack on the rubber. After having established this situation, the getinge technician engaged in dialogue with the customer, resulting in the getinge technician informing the customer¿s biomedical engineer of the fact that claimed cover was in place with no indication of falling off or being worn. This dialogue did not provide new information from the customer, nor any other reason why the allegation was raised in the first place, despite our best efforts. During the investigation it was established that it was impossible to confirm the alleged issue during the visit on site. It was also confirmed by the getinge technician, cover was firmly secured by screw and there was no sign of impact. Based on the information collected, it was established that when the event occurred, the surgical light did met its specification, since the initially claimed issue was not confirmed by the technician. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing customer product complaints for this type of issues we were able to establish that the incident regarding missing covers from suspension arm are occurring at a very low ratio on powerled and hled surgical lights. As stated by the subject matter expert at the manufacturing site, who was involved to investigate further: due to the aforementioned circumstances, technical evaluation could not be performed. Therefore, there is no reportable or other issue within customer product complaint investigated herein as it was not confirmed during the visit at customers¿ facility. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
On 8th of july, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the suspension arm cover dropped off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. On 6th of august, 2022, getinge technician visited the customer to inspect the device at the customer location and subsequently was able to inform that the suspension arm cover - which had been initially considered as missing - was found well secured on the device. According to his statement, there was no sign of falling off as the cover had been correctly secured with a screw during the installation and there was no sign of tear or crack on the rubber. After having established this situation, the getinge technician engaged in dialogue with the customer, resulting in the getinge technician informing the customer¿s biomedical engineer of the fact that claimed cover was in place with no indication of falling off or being worn.